Event description:
Rptr indicated that the pt has had increased seizure activity since their last parameter change. In 2/2002, the device output current was increased to 1.5ma. It was reported that on the next day the pt had an increase in grand mal seizures. This increase continued for several days. The pt is no longer having the increase in the grand mal seizures, but there has been an increase in the psychomotor seizures. Attempts to obtain add'l info have been unsuccessful to date.